Manufacturer narrative:
Article citation: ghosh, t., duncavage, e., mehta-shah, n. Et. Al. A cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl). The american society for aesthetic plastic surgery. 2020; 1-42. The events of lymphoma - alcl, seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. [(B)(4)].

Event description:
Through the journal article ¿a cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl)," healthcare professional reported "the tumor cells were confined to the inner surface of the capsule and found to be cd30+, alk-, and cd3-, consistent with a stage 1b bia-alcl," "right-sided baker grade IV capsular contracture," this fluid was aspirated and evaluated; the seroma resolved¿¿ and "swelling;" the markers of cd30+ and alk- have been confirmed. Affected side was right side. The device has been explanted.